Event description:
False positive result(s). The user stated that they received positive results with flowflex on (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022. They received a negative pcr test on (B)(6) 2022.